Event description:
It was reported to philips that image acquisition failed, with no display or dose increase on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the fdcsib, reloaded the software, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).